Event description:
Stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the original equipment manufacturer of the reported device. The customer alleged that a transtar stretcher, serial number: (B)(6), had a broken side rail and malfunctioning brakes. Please find additional contact information below. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).